Event description:
It was reported that the device pumped fluid rapidly and fluid landed on the patient's tissue.

Manufacturer narrative:
Additional information will be provided once investigation is completed.